Event description:
It was reported that (1) device was used during a laparoscopic procedure. It was reported by the affiliate that the hdh05, used with a hp053, instrument locked out. Another instrument was used to complete the case. There was no consequence to the pt.